Manufacturer narrative:
Date of event is unknown, no information has been provided to date. One warmer unit was received for investigation. Visual inspection identified housing damage and outdated printed-circuit-boards and power switch. The reported leaking issue was confirmed during functional testing when leakage was observed from cracks in the drain tube. A DHR was not performed as there was no indication of a manufacturing defect found during investigation. A review of service history was conducted and found that this device has not been in for service previously. No root cause could be determined for the observed condition. Due to the device age and condition, the device was determined to be beyond economical repair and will be scrapped.

Event description:
It was reported that there was leaking water from the case by the drain tube. Customer responded that this did not occur while on a patient use.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. Operator is unknown, no information provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.